Event description:
It was reported that a large volume infusor under infused with a patient. The expected and actual infusion rates were not reported. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the infusor was filled with 6 grams of ceftazidime in a diluent of normal saline with a total fill volume of 240ml. The expected rate was 10ml/hour. The patient was trained to do the therapy and received the treatment at home, instead of in a hospital. It was reported that the flow restrictor was taped to the patient¿s skin and was placed at the same head height as the reservoir. Diluent was added first and then drug. Drug crystallization was not observed. The device was primed and flow was verified prior to infusion. It was reported that there was no simultaneous infusions passing through the same access site. No additional information is available. Device manufacture date: 07/21/2014 - 07/22/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.